Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) procedure, half the forceps fell off in the patient's stomach. The broken piece was suctioned through the scope and was retrieved. The case was completed with another of the same device with no patient complications. Patient is reported to be "fine".